Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 6 months following the implant of a transcatheter aortic valve, the valve failed due to an unspecified reason.

Event description:
It was reported that approximately 5 years and 6 months following the implant of a transcatheter aortic valve (tav), the valve failed due to an unspecified reason. Additional information was received that the valve failed due to severe restenosis of the aortic stenosis with a mean gradient of 67 millimeters of mercury (mm hg) and severe degenerative calcific change of the valve. Additionally, the patient experienced increased dyspnea on exertion. Subsequently, the patient was admitted one month later, and it was planned to explant the tav with surgical aortic valve replacement (savr) and coronary artery bypass graft (CABG); however, the case was aborted due to hypotension/takotsubo cardiomyopathy on echocardiogram, and the patient remained hospitalized. During hospital course, the patient was placed on intra-aortic balloon pump (iabp) and a balloon aortic valvuloplasty (bav) was performed with no success. However, approximately 5 years and 8 months following the implant of the valve the patient died. Additional information was received during hospital admission, the patient was administered antibiotics; however, she developed worsening hyponatremia that was treated with medication. The patient also developed worsening edema, and congestive heart failure (chf) exacerbation that led to respiratory distress. Subsequently, the patient was transferred to the intensive care unit (ICU), and required sedation to tolerate non-invasive ventilation (niv). On the same day as the iabp placement, the patient underwent cardiac catheterization with valvuloplasty and temporary pacing. The patient also required vasopressors. Despite these interventions, the patient's dyspnea worsened and ultimately required intubation. One day following intubation, the patient underwent balloon valvuloplasty and placement of a non-medtronic catheter-based heart pump. The next several days, anemia worsened and the patient was transfused with 6 units of packed red blood cells (prbcs). A few days later, the patient acutely declined with a questionable neurologic status. Renal function tests abruptly worsened, and transaminases acutely rose into the 1000s. The patient required escalating doses of vasopressors and went into atrial fibrillation (afib) with rapid ventricular response (rvr). The patient became febrile with associated leukocytosis despite antibiotic treatment. At this point, the patient's condition progressed into multi-organ failure (mof). It was decided to cease curative focus and interventions, and instead transition the patient to end of life comfort care. There was no autopsy performed. Per the physician, the cause of death was due to mof, as well as cardiogenic, septic, and hemorrhagic shock. Other significant conditions that contributed to the death but did not result in the underlying cause were acute renal failure, hypoxia, severe aortic stenosis (as), acute liver failure, acute gastrointestinal bleeding, and chronic kidney disease with acidosis and hyponatremia. It was noted that tobacco use and alcohol use did not contribute to the death.

Manufacturer narrative:
Updated data: b5, b7, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 6 months following the implant of a transcatheter aortic valve (tav), the valve failed due to an unspecified reason. Additional information was received that the valve failed due to severe restenosis of the aortic stenosis with a mean gradient of 67 millimeters of mercury (mm hg) and severe degenerative calcific change of the valve. Additionally, the patient experienced increased dyspnea on exertion. Subsequently, the patient was admitted one month later, and it was planned to explant the tav with surgical aortic valve replacement (savr) and coronary artery bypass graft (CABG); however, the case was aborted due to hypotension/takotsubo cardiomyopathy on echocardiogram, and the patient remained hospitalized. During hospital course, the patient was placed on intra-aortic balloon pump (iabp) and a balloon aortic valvuloplasty (bav) was performed with no success. However, approximately 5 years and 8 months following the implant of the valve the patient died.

Manufacturer narrative:
Updated data: b1, b2, b3, b5, and h1. The original information indicated the event was a reportable malfunction. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.